Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk additional information requested but unavailable: just to confirm, when ¿after starting this third firing, the device was sounding normal, but was noted that any staple was released,¿ did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? When the blade advanced and receded several times by itself, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the blade advanced and receded several times by itself, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? When the blade advanced and receded several times by itself, did the motor/power stop by itself? If no, how was the motor stopped? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Lot# m9v51 was incomplete. Do you have the complete lot number for the plee60a?

Event description:
It was reported that during a videothorax procedure, after fired two blue gst loads to performing a pulmonary resection, there was tried to fire the third load at the apex of the lung. After starting this third firing, the device was sounding normal, but was noted that any staple was released. After that, the load was checked if it was assembled correctly and it was right. Then, another attempt to fire the device was done but it did not work. Contrary to normal functional operation of the device, the device only began issuing the cutting sound when the trigger was released, however, the sound was longer than usual and was continuously for several seconds, seeming as the blade advanced and receded several times by itself. Due this not normal functional operation of the device, it was decided to replace the device by other of the same code and this second device did not show any problem. There were no adverse consequences for the patient.